Manufacturer narrative:
B3: date of event unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during setup, syringes disengaged from the medfusion syringe pump, and claves loosened or disconnected from the syringe, resulting in pressure alarms. There were no reported patient involvement and no patient harm. If this malfunction were to occur during patient use, it could interrupt therapy and potentially affect the patient.